Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's internal battery was not charging. The device's power management board was replaced to address the issue. Additionally, the front enclosure was replaced. Repair test, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly.